Manufacturer narrative:
A supplemental MDR report is being submitted to provide h10 related report number for report two of two of this case.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During the procedure, resistance was felt as the delivery system was being advanced into the sheath. The team used fluoro and noticed a valve stent strut had gone through the sheath and upon review of fluoro the valve strut appeared bent. It was decided to prep a new delivery system, sheath, and valve. The first delivery system and sheath were removed as a unit and the second sheath and delivery system were advanced. The procedure then went as normal. There were no issues going forward with the valve deployment or vessel. Patient did well. As per follow-up with the fcs, the procedure involved no difficulty inserting the esheath into the patient, and the expansion tool was used. The loader was able to be fully inserted into the esheath housing, and the sheath was not inserted at a steep angle. The delivery system became stuck at the white portion of the device. The vessel was pre-dilated using a 16fr dilator in a 14fr sheath. The valve was crimped according to the IFU, and the delivery system was also prepared per IFU. There was no damage to the delivery system, and no injury occurred to the patient.

Manufacturer narrative:
Investigation is ongoing.